Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that her daughter experienced a high blood glucose level of 540 mg/dl. The caller stated that the customer had a problem with the infusion set cannula being bent yesterday. Customer changed the site last night and the second site had the same issue. Caller reported that the customer had an insulin pen to treat for the rest of the night. Customer's blood glucose level was 372 mg/dl at the time of the incident. Customer's current blood glucose level is 105 mg/dl. The customer had no high blood glucose-related symptoms but experienced a headache. Caller contacted an on-call doctor regarding the customer's high blood glucose levels. The recent high blood glucose event began on (B)(6) 2017. The product was not returned for analysis.